Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to other or non-product experience. This rv lead was replaced. No additional adverse patient effects were reported.